Event description:
It was reported that the dual mobility liner would not seat. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device returned shows signs of use with gouges around the lip of the liner and the post is rounded off around the edges. There is also some scuffing around the od of the device. Measured the diameter of the post and the overall height of the device per the inspection criteria and both were conforming. Complaint confirmed based on evaluation of the returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.